Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the customer declined returning equipment for evaluation. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed the netbook freezes during procedures, nurses needed to re-calibrate the sensor.